Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that this patient with a 33mm valve in tricuspid position, implanted for six (6) years and seven (7) months, is being evaluated for a valve-in-valve procedure due to deterioration, severe regurgitation, and severe stenosis. The patient presented with heart failure class iii to IV.

Event description:
It was reported that this patient with a 33mm valve in tricuspid position, implanted for six (6) years and seven (7) months, underwent a valve-in-valve procedure due to deterioration, severe regurgitation, and severe stenosis. The patient presented with heart failure class iii to IV. A 29mm transcatheter valve was implanted.

Manufacturer narrative:
H10: additional narratives the root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.